Event description:
The patient reported they saw a dermatologist in (B)(6) due to an abscess that was growing in their receiver incision. On (B)(6) 2024, the dermatologist opened the receiver pocket, exposed the neurostimulator, and drained and removed the abscess. A culture and sample of the abscess were taken and antibiotics were prescribed. However, there were no signs of infection present and the abscess was benign. On (B)(6) 2024 the patient had a follow-up appointment for an incision check. The incision looked red, swollen, painful, and warm. The dermatologist prescribed another round of antibiotics and instructed the patient to follow-up with their implanting clinician. During their appointment on (B)(6) 2024, another abscess/lesion was forming. An explant procedure was performed on (B)(6) 2024 and the patient is healing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, migration, the patient picking or touching the wound, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.